Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply and adjusted the size and focus on the image intensifier. System operates as intended.

Event description:
The customer reported the system will not produce an image or x-rays and there is a noise coming from a power supply. No patient injury was reported.